Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, during internal flushing with water, it was noted that the external insulation of the lead was detached from the conductor around the connector pin in the proximal portion. The lead was not implanted. No patient complications have been reported as a result of this event.